Event description:
Same case as 2134265-2011-04942. It was reported during an unspecified treatment procedure, a catheter became stuck on the guide wire. Vascular access was obtained via the femoral artery. The 50% stenosed target lesion was located in the superficial femoral artery. The sterling es 3mm x 20mm x 144cm catheter stopped advancing prior to the lesion and became stuck to the wire when it reached the contralateral superficial femoral artery. The devices were removed together as a unit and the procedure was completed with a different device. There were no patient complications reported and the patient's status is ok.

Event description:
Same case as 2134265-2011-04942. It was reported during an unspecified treatment procedure, a catheter became stuck on the guide wire. Vascular access was obtained via the femoral artery. The 50% stenosed target lesion was located in the superficial femoral artery. The sterling es 3mm x 20mm x 144cm catheter stopped advancing prior to the lesion and became stuck to the wire when it reached the contralateral superficial femoral artery. The devices were removed together as a unit and the procedure was completed with a different device. There were no patient complications reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the distal coil segment of device is lodged within the catheter at a point approximately 2.15cm from the cut proximal end of the catheter segment. The device presents numerous bends/kinks over the length of the device. Both the 1st distal marker coil and the proximal marker coil present misaligned/offset coil wraps. All joints appear to be correct and intact .the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).